Event description:
The customer reported that an m8007a monitor fell onto the user's head when he attempted to reposition the monitor.

Manufacturer narrative:
The hosp biomedical engineer called the remote technical assistance center (r-tac) and reported that the m8007a monitor fell onto the user's head when he attempted to reposition the monitor. A service order was created and a field service engineer (fse) went to the customer site to investigate the problem. The fse verified that there was no device or mount malfunction. The user had attempted to reposition the monitor, and pressed the monitor quick release, then lifted up on the monitor, which resulted in the monitor being lifted/pushed up off the mounting posts (attached to the mount arm). This allowed the monitor to fall off the mount and hit the user. There was no user (or pt) injury. The fse adjusted the tension on the pivot arm (mount) lock to facilitate easier repositioning of the monitor. This is not being considered a monitor or mount malfunction. The user pressed the mount quick release, instead of releasing the lock on the mount arm to move the monitor. The labeling (IFU) is clear in it description of this functionality. No further calls have been logged for this customer issue. No further investigation or action is warranted. (B)(4).